Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump could not charge properly without the customer maneuvering the cable into the charging port at a certain angle, in order to complete a successful charge. The customer attempting multiple charging cables and wall adapters. The customer stated that their fluctuating blood glucose (bg) level was due to the charging issue. The customer had a high bg of 300 (mg/dl) and a low bg of 60 (mg/dl). The customer delivered a bolus to address the elevated bg level and consumed carbohydrates to correct the low. It was indicated that the customer would continue to use the pump until the replacement pump was received.